Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's doctor reported that the patient had a severe incident but declined to give any additional information. It is unknown if the patient was using the dexcom at the time of the event. No additional information was provided.